Manufacturer narrative:
Follow up attempts were made to obtain patient information from the customer; no response received. If information is received, the complaint will be updated.

Event description:
The customer reported touch screen calibration issues. The customer reported patient involvement and no patient harm.

Manufacturer narrative:
The customer reported the user interface was replaced, but did not resolve the issue. Technical support advised the customer that per the signal path, the power management pcba or cpu pcba could be the cause. Technical support provided the power management pcba part ID to the customer. The customer swapped the power management pcba and it made no difference. Technical support advised the customer to install a new cpu pcba and provided the part ID. Follow up attempts were made to obtain repair information from the customer. The customer reported a replacement cpu pcba has been ordered; repair is pending. If additional information is received, the complaint will be updated.